Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event.

Event description:
Additional information received from the consumer reported the patient hadn't used their device for two years due to it not helping their pain anymore.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial #: (B)(4)) found the ins battery to be reduced due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 4.000 volts. On (B)(6) 2014 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's family member reported that they still had not received the return mailer kits to send in the donated devices. The caller also stated that the patient's system had never worked to give the patient the relief that it was supposed to.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported ¿the thing never worked,¿ but it was unclear if this was the implantable neurostimulator (ins) or patient programmer. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.